Event description:
Exact date of event is unk. The user reported that the spike disconnected from the tubing during priming. The event occurred prior to pt contact.

Manufacturer narrative:
(B) (4). (B) (4). The customer's complaint was confirmed as being caused by an inadequate amount of solvent being applied during the hand assembly process. A review of records at the manufacturing site and complaints data has shown that this is the only complaint received for this issue in the last 12 months and as such this is considered an isolated occurrence.